Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. After pre-dilation, the physician advanced a 3.0x16mm promus element stent to treat the 85% stenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery, but was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with stent damage. Struts at the distal end of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).